Event description:
The customer reported a leak from the coulter lh 500 hematology analyzer. The volume of the leak was approximately two-hundred and fifty (250) ml and was not contained within the instrument. The instrument was generating blood detector out of limits error message. There were no reports of injuries, erroneous results, direct physical contact with the leak or change to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and laboratory coat when the leak occurred. A beckman coulter (bec) field service engineer (fse) was sent to the customer's facility to evaluate the analyzer.

Manufacturer narrative:
The field service engineer (fse) found cut tubing on the backwash triple pinch valve (pv49). Pv49 provides open path for vacuum and diluent to pm8 and provides an open vacuum path from probe wiper to vc7 via vl35. The fse replaced the tubing at pv49 which resolved the leak and the error messages. The fse performed verification of the instrument to meet the specified requirements per established procedures.